Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned the photometer glass plate cover and replaced the photometer of the reported problem area of the osp assembly. The instrument was inspected, tested without further problem, and returned to service.